Event description:
The customer reported an image receptor error. The fse noted the system was not starting up properly and the software was corrupted. This error may cause the system to lock up or not to boot. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and reloaded software. The system operates as intended.